Manufacturer narrative:
The valve was patent and passed leak testing. The device did not meet the requirements for siphon and reflux testing. This precluded pressure-flow and preimplantation testing. Proteinaceous debris was found on the exterior and interior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records showed no anomalies. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a revision of the device occurred. According to the report, it was believed that the valve was blocked.